Event description:
It was reported that a patient who underwent primary breast augmentation with a mentor smooth round moderate profile 300cc saline prostheses experienced suspected bilateral post procedure. The left deflation was diagnosed through a physical examination. The right deflation was suspected based on analysis upon return. As a result, explant was performed on (B)(6) 2024. The left device was reported under 1645337-2024-08137. On (B)(6) 2024, mentor failure analysis determined that the right sided may have also been deflated. This report relates to the right prosthesis.

Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, according to mentor procedures, and it identified a tear on the anterior view measuring approximately 0.2 cm. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: suspected deflation d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).